Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 465 mg/dl. Customer's other blood glucose value was 384 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Based on customer report customer did not allege insulin pump was under delivering. Customer stated that the air bubbles were inside the reservoir and tubing. The device will not be returned for analysis.